Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit was received with very noticeable severe scratches on the upper middle part of the lcd window. The scratches do make whatever appears underneath them difficult to read. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
Information received by medtronic indicated that insulin pump had scratched on display. No harm requiring medical intervention was reported. The device will be returned for analysis.